Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an out of range pacing impedance measurement on the right atrial (ra) channel. The out of range measurement led to a switch from bipolar mode to unipolar mode. The unipolar sensing led to a few episodes of noise oversensing. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. This pacemaker remains in service at this time. The make of the ra lead is unknown. A follow-up visit has not been scheduled at this time. No adverse patient effects were reported.